Manufacturer narrative:
The evaluation revealed that the retaining pin would not retract due to a burr on an improperly milled component. The component is now inspected before assembly.

Event description:
The device was used during a prostatectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to complete the procedure with the instrument. The hospital has reported no patient injury occurred.